Manufacturer narrative:
The product has not been returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in the reported lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An intraocular lens (iol) implant reply card was received reporting a defective iol. Additional information is requested.